Manufacturer narrative:
Aware date 09/14/2015 per new information identified when a medtronic representative was trouble-shooting at the site: in the polaris spectra system control unit (scu) logs, an error message was visible, showing a strober error. Confirmed this is indicative of a hardware failure. Return requested. Replacement ext scu to r/a psu cable shipped to site 09/08/2015. Medtronic investigation of returned suspect ext scu to r/a psu cable finds that the straight lemo connector has been damaged in an out of round condition that will not allow connection to the mating part. Not able to connect to test continuity. Physical damage - connector damaged, pin bent or missing. On 09/10/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement polaris spectra system control unit (scu) shipped to site 09/14/2015. Medtronic investigation of returned suspect polaris spectra system control unit (scu) finds that a check of the event log revealed a history of intermittent internal strober error. This scu has not been previously returned for a failure. Electrical failure. System fault code - internal strober error. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A site registered nurse (rn) reported that, while in a cranial tumor resection procedure, the surgeon was preparing to register the patient when they noted the navigation system camera was displaying localizer not connected. In trouble-shooting, a navigation system re-boot resolved the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was approximately 30 minutes. There was no impact on patient outcome.